Manufacturer narrative:
Additional information indicates that the ipg meets or exceeds its expected longevity based on the patient's programming parameters. As such, this event is no longer reportable.

Event description:
Additional information received indicates that surgical intervention took place wherein the ipg as explanted and replaced to address the issue. Therapy was confirmed post op. Additional information indicates that the ipg meets or exceeds its expected longevity based on the patient's programming parameters.

Event description:
It was reported that the patient received a low battery warning. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.